Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # c9df8y. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with a battery pack, and with no reload present. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked it is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9df8y, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lap appendectomy, they entered the stapler in the trocar, and fired. The stapler would not fire, pulled safety trigger back, took battery out and put it back in, pushed home button, tried to fire again and would still not fire. They repeated the steps again, and would still not fire. They then reloaded and tried again and it would still not fire. Pulled another device to complete case. No patient harm was reported.